Event description:
The hcp reported that the pt presented with "an empty pump in withdrawal". The pt moved into a new area in 02/2005. The hcp was out of town and unavailable to refill the pump. The pt had been receiving infumorph through the pump, but was now experiencing myalgias, fever, vomiting, chills and diarrhea. The pt was offered the opportunity to be seen for a refill in another town, but refused that appointment, opting to wait for hcp to return. The pt was given orals ms contin until the refill appointment. The pt has recovered without sequela.